Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified right common iliac artery. A 9.0mmx40mmx80cm (5f) sterling balloon catheter was advanced for dilation. However, on initial inflation at about 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.